Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: noisy image and foreign objects in connecting tube and scope cover. Based on the results of the investigation, a root cause could not be identified for the foreign objects in connecting tube and scope cover. However, it is likely the damage on the charged coupled device led to the noisy and no image issues. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope showed no image. The issue was found during inspection for use. There were no reports of patient harm.